Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. The 2.50x24mm promus premier¿ stent was advanced to treat the lesion, however, the stent came off the delivery system prior to reaching the lesion and embolized. The physician retrieved the dislodged stent from the patient's body with a snare. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).